Manufacturer narrative:
D.2. Additional medical device types: mkz, ouy, qep. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ ctgctv2, a false negative chlamydia trachomatis (CT) patient result was obtained. Urine sample was CT positive; however, swab sample was CT negative. Upon repeat testing once with urine and twice with swab, all were CT positive. There was no report of patient impact.